Event description:
The customer received questionable results from a coaguchek xs meter compared to a laboratory using a siemens sysmex ca-1500 analyzer and dade innovin reagent. The serial number of the meter was requested but was not provided. Of the data provided, only one comparison was discrepant. The result from the meter was 6.6 inr and the result from the laboratory was 4.8 inr. There was no allegation of an adverse event.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.